Event description:
It was reported that during a supply change the pump leaked at the connector during the fill tubing step, and when the connector was removed the user observed fluid in the pump¿s connector chamber; the user had placed the cartridge and connector outside the pump prior to attachment and used new supplies. Customer care provided support that included remote troubleshooting and user education on proper procedure for installing the cartridge in the pump prior to attaching the connector, followed by guidance to repeat the supply change. Investigation of this case revealed improper assembly and technique, with leakage at the connector interface and fluid noted in the chamber; the tubing change was reattempted after cleaning and coaching. Symptoms included no adverse clinical effects. Outcomes included no alarms, no alerts, and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user technique.